Event description:
The customer reported that the device failure occurred when on battery power and during patient therapy. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). The customer isolated the issue to the battery. The customer switched to a known good battery and stated that the unit is working fine now. We will consider this a malfunction of the battery where the device failed to power up during patient use.